Manufacturer narrative:
This report is filed, may 26, 2016. The implanted device remains.

Event description:
Per the clinic, the patient presented to the emergency room (date note reported) due to skin infection and was prescribed oral and topical antibiotics (durations not reported). On (B)(6) 2016 the patient was seen for follow up and continued on an additional three day course of oral and topical antibiotics. On (B)(6) 2016 the patient was prescribed an additional twelve day course of both oral and topical antibiotics. The implanted device remains.